Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there were anomalous spots appearing on the screen of the customer's insulin pump. His blood glucose was unknown at the time of reporting. The insulin pump is being returned. No additional information was reported.